Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was hospitalized for hyperglycemia following an insulin cartridge change earlier that morning. The user was transported to the emergency department and was treated with intravenous insulin therapy in the intensive care unit overnight and discharged on (B)(6) 2025. The user remained on the ilet following discharge.